Event description:
The facility representative reported an infuso.r. Pump with a condition of "alarms and stops pumping". This condition occurred during testing in the bio-med service department . This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "alarming and stops pumping" involving an infuso.r. Pump was confirmed and reproduced during product evaluation. The root cause was determined to be a damaged micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.